Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center manager reported an incomplete flap during a lasik procedure. The doctor had trouble lifting the flap. Flap had one small area that did not lift easily. Additional information will be requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance during technical onsite visit, the field service engineer (fse) performed multiple test cuts and the results were showing accurate depth. Log file review showed good vacuum levels for morning startup check and full vacuum during surgery. The fse could not duplicated reported problem. Laser was functioning as expected. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).